Event description:
A surgical tech reports an intraocular lens (iol) became stuck in the cartridge of the iol delivery system. Enlargement of the incision was required to accommodate removal of the cartridge (with the iol inside). Another cartridge and lens was used. Add'l info has been requested.